Manufacturer narrative:
The device was returned for evaluation. During testing the returned device was found to alarm and display the message "error 42224". This message indicates an issue with the main processing board. The cause of the issue could not be definitely established.

Event description:
It was reported that the device gave an alarm with message "error 42224". No known adverse effects to patient.